Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had high impedance. After manipulation, the device produced noise on the atrial channel which looked like a connection problem or a micro-dislocation of the lead. After re-connection two times, the lead showed undersensing. The ra lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.